Manufacturer narrative:
Based on the information gathered, the damage of the power cord had resulted from wear and tear over time. The pump was manufactured years ago, and the power cable had not been replaced since. Over years of use, repeated handling and mechanical stress led to internal degradation of the cable insulation, which was not externally visible until failure occurred. This progressive wear and fatigue ultimately caused exposure of internal wiring and the sparks observed. The instructions for use (340750-ah rev f) for the therakair visio pump and mattress system clearly state that the system should never be operated with a worn or damaged power cable, and that if the power cable is found to be worn or damaged, arjo or an arjo-authorized representative should be contacted for a replacement. To summarize, there is no indication that the arjo device was used for a patient treatment when the event occurred. The device did not meet the specification as the power cord was damaged. The complaint decided to be reportable due to allegation of the power cord sparking. D4: UDI: no UDI information is available, the device was manufactured before UDI implementation.

Event description:
As reported, electrical sparks were observed and the mattress deflated. There was no indication regarding patient involvement. No injuries were reported. As per the inspection results, the power cord was found damaged, with external wires exposed. This condition could explain the sparks and the deflated mattress reported during operation. When the power supply is interrupted (due to power cord damage), pressure cannot be delivered to the pump, leading to a low-pressure condition. This condition is indicated by an alarm (alarm message displayed, audible alarm), which is activated when the pump is not connected to the power supply. The power cord was replaced and the device was tested. No further issues were found. The device operated correctly.